Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 230 mg/dl. The customer stated that she cannot get the insulin pump to scroll up to give herself a bolus and the buttons is not working. The customer said that she possiblly been dropped the insulin pump. The patient was advised that the insulin pump will need to be replaced. The customer as advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump had a cracked case at the display window corner, cracked display window, cracked battery tube threads and a cracked reservoir tube lip.